Manufacturer narrative:
This rv lead was capped and abandoned, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 730 ohms in (B)(6) 2010 to 1350 ohms in (B)(6) 2010. The physician elected to follow-up with patient in three months to monitor this increasing trend. This patient is not pacemaker dependant. The increase in pacing impedance was suspected to be due to calcification. The threshold and sensing measurements were stable and within normal range. Subsequently, additional information was received that pacing impedance measurements of greater than 3,000 ohms, and an increase in pacing threshold measurements were observed. Rv sensing and shock impedance measurements were within range. A lead revision is planned for the near future. There were no allegations against this rv lead, and there were no adverse patient effects reported. The decision was made to cap and abandon this rv lead. It was also noted the associated device was explanted due to low battery status.